Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0601610 chronic catheter allegedly experienced a break. These reports were received from various sources. The malfunctions did involve patients with no reported patient injury. One patient is a male. Age, weight, and gender were not provided for the other patient.

Manufacturer narrative:
H10: for 2 of the reported complaints, lot numbers were provided. The samples were returned for evaluation. Two devices were confirmed for a break and one device was unconfirmed for a break. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0601610 chronic catheter allegedly experienced a break. These reports were received from various sources. Both events did involve patients with no reported patient injury. Age, weight, and gender were not provided for both patients.

Manufacturer narrative:
For the 2 reported complaints, lot numbers were provided. The sample were returned for evaluation. One device was confirmed for a break and the second device was unconfirmed for a break. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Manufacturer narrative:
Two of the three lot numbers were provided and a lot history review will be performed. Three devices have been returned for evaluation; two evaluations identified a break and another evaluation was inconclusive. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model 0601610 chronic catheter allegedly experienced a break. This information was received from one source. The malfunction involved a patient with no known impact to the patient. One patient was reported as male. The remaining patient¿s age, weight, and gender were not provided.